Event description:
It was reported that the patient fell from a roof approximately 15 feet and landed flat on his back and experienced pain immediately in his back and left wrist and pelvis. Patient was admitted to the ER where evaluation found injuries including: multiple left posterior rib fractures, number 10-12; l2 burst fracture with minimal retropulsion and approximately 50% loss of vertebral body height without spinal cord deficit; multiple lumbar transverse process fractures, l1 through l3; complex left hemipelvis fracture with type ii vertical sacral fracture and apparent diastasis of the symphysis; comminuted intraarticular fracture, left wrist. Two days post-injury the patient underwent a procedure for closed reduction of the left sacral fracture with percutaneous iliosacral screw placement using two synthes sacroiliac screws. Four days post-injury the patient underwent a procedure for l1-l3 posterior lumbar fusion to treat l2 burst fracture. Pedicle screws placed at l1 and l3 with crosslink. Bmp and cancellous allograft was placed between the l1 to l3 transverse processes bilaterally. Seven days post-injury the patient underwent a procedure for open reduction and internal fixation of left distal radius fracture with bone graft and symphony; open reduction and internal fixation of left radial styloid fracture with bone graft and symphony; carpal tunnel release, left wrist. Patient was discharged after 3 weeks. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.